Event description:
Pt developed an infection with fever and chills two days after the cystoscopy procedure. This is the sixth pt in one month. After antibiotics were prescribed and taken, all pts recovered.